Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site as it had migrated. It was also noted that the patient had to put pressure to the charger for it to connect to the ipg. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively and the explanted device was kept by the medical facility. No device malfunction was suspected.